Manufacturer narrative:
The facility indicated that the patient was confused and pulled the catheter out. It was not a device failure.

Event description:
Patient pulled out her temporary dialysis access from right groin (femoral) site and exsanguinated. The patient was confused. It was not a device failure.